Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Reference mdrs for the other devices: 2029214-2020-00794, 2029214-2020-00795. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three medtronic stents used were disconnected from the pushwire. It was reported that no other information was provided other than that the stents were being pulled through a sofia catheter. It was unknown if there were any patient symptoms or complications associated with this event. An inquiry was made on the status of the patient, but it was unknown.